Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 07-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a lump under the skin. The patient thought it was a keloid and had a sonogram. The patient's hcp noticed it was the wire that was superficial and tender if touched. A revision is scheduled for (B)(6) 2019. The rep checked the system and everything was good. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018. Product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep believed the cause was that the wire was just placed superficially. The rep was going to confirm the cause at the revision surgery. No further complications were reported.